Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to retrieve medication from the drawer, and it could not be recovered. A field service engineer rebooted the station and ran the diagnostics, the drawer 1 did not appear on the station map. Upon opening the back panel, there was no light activity on the drawer controller board, and no pockets were connected. The station was powered off, and the drawer was removed from the cabinet. Both drawer rails and the retractor band assembly were found damaged. The rails were replaced, and the retractor band cable was rerouted for proper operation. The drawer was reinstalled, all cables reconnected, and the station was rebooted. Diagnostics were run again, and all tests passed successfully. Field service preventative maintenance and inspection on calibration were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.